Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test during set up and before patient use. Upon inspection, a crack was identified on the mr290v vented autofeed humidification chamber that was provided with the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient involvement or consequence.